Manufacturer narrative:
H10: no repair was performed by philips as the customer declined service and repair. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
E: (B)(6). (B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that the proximal pressure sensor autozero failed. It was reported there was no patient involvement at the time the issue was discovered. Investigation is ongoing.